Event description:
Boston scientific received information via the patient remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) and was programmed to monitor only. Additional information was received that they suspected that the lead was broken and turned off the device to have the patient wore life vest. After the lead was cut at the yoke and capped, they replaced it successfully and then turned on the device. At this time, the ICD remains in service while the rv lead was partially capped. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.